Manufacturer narrative:
No unexpected failed batt test alarms, insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected failed batt test alarms noted during testing. Pump error 37 alarmed during rewind due to moisture damage on motor assembly. Moisture damage on force sensor assembly. Unit received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/ stained/ peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the insulin pump had unexplained no delivery alarm and rejected batteries. The customer stated the pump still worked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.